Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a loose and protruded drive support disk. Analysis was unable to confirm the compromised force sensor system alarm due to a motor error alarm. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a compromised force sensor system error alarm during the fill tubing process. The customer also reported that the cap under the motor was sticking out. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the device. The customer received a replacement device and agreed to return the product for analysis.